Event description:
Complaint received from baxter sales rep. Customer reports that the rn tightened the connection between the luer and injection site, but the connection came loose and separated. There was no reported patient injury or medical intervention. Although requested, no additional information is available.

Manufacturer narrative:
A request for the return of the device has been made, should the reported device be returned and evaluated a follow up report will be submitted.